Event description:
Follow up information received that the patient underwent surgical intervention in which the lead and ipg (mfg report reference: 1627487-2019-05707) were replaced. Effective therapy was restored post operation.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced a zapping sensation and autoreducing. Patient reported feeling a zapping sensation when reaching for something. When the patient attempted to turn therapy on later, there was autoreducing. A field representative met with the patient and diagnostics showed all contacts except one were reading as high impedance. The patient plans to undergo surgical intervention.